Manufacturer narrative:
Other applicable components are: product ID: 3057 lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said the surgery (evaluation start) was uncomfortable, painful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Trial patient stated that being uncomfortable and her tailbone/back was sore. She stated she did not feel like the right side was working, since her doctor had trouble putting in the lead. The issue was not resolved at the time of this reported. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.